Event description:
It was reported to philips that the device failed the defibrillator operational check for pacing. The customer had replaced all the boards and the device was still unable not pass the check.